Event description:
It was reported that the right ventricular (rv) lead exhibited high defibrillation impedance. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
B5 should indicate that the patient was in stable condition in initial report.

Event description:
It was reported that the right ventricular (rv) lead exhibited high defibrillation impedance. No intervention was reported. The patient was in stable condition.